Event description:
It was reported that the patient presented to the hospital for a lead extraction procedure on (B)(6) 2022. While attempting to extract the lead, it was noted that the right ventricular (rv) lead was damaged during procedure. This resulted in elevated high voltage lead impedance on the rv lead. The physician removed and replaced the rv lead without further incident. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead damage during procedure was confirmed and the reported event of high defibrillation impedance was not confirmed. As received, a partial lead was returned in two pieces with the helix stretched, bent, the silicone tubing was damage, and the inner coil was stretched consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.